Manufacturer narrative:
(B)(4). Date sent: 10/4/2023, d4: batch # 413c93. Investigation summary :   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb board to be damaged. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 413c93, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the reason for conversion to open. Did the stapler complete the firing sequence? Please provide details on the troubleshooting steps taken to open the device? How many times was the manual bail out lever ratcheted back and forth? Any clips in the area prior to the closure of the device? Was this the first fire of the device or was it previously used in the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy procedure that was converted to open due to reasons not related to the device failure that when firing on the hilum that the stapler locked out. Reverse was attempted with no result. Battery was removed, flipped then reinserted with no result. Manual override was attempted but the device still did not open. A second device was used to cut the tissue in front of the locked out stapler removing it still attached to the specimen. Procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2023 additional information was requested and the following was obtained: they did not open due to our stapler. It was an overall challenging case. The stapler never completed the firing sequence. The device was taken down with the specimen because they could not get the jaws to open. The steps taken were: reverse, then take battery turn and put back in then reverse again, then they went to the manual override and pumped it back and forth several times without any opening so then they got another stapler to finish the case. No clips were in or around the stapler when firing. It was the first fire.